Event description:
Reporter indicated that after vns implant surgery, the pt was seen in hosp emergency room due to "hemorrhage below the skin" in the neck area. The pt reportedly underwent a surgical procedure, during which a clot was removed. The pt denied recent use of aspirin. The pt's condition is reportedly improving.